Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient states their implanted neurostimulator (ins) is getting less effective and needs to run at higher voltages. Patient wondering if there is an upgrade. Patient service specialist reviewed percept. Patient states he used to be at 2.6v and now is at 3.3v which is barely effective. Patient asked if healthcare provider can program to a higher voltage. Patient mentioned there were problems with the initial surgery. The unit had to be pulled out because of infection and when they went to replace the electrodes, the doctor broke one so there is one in there that is incomplete. Not sure what the date was but in 2010 is when they told the patient scar tissue caused the electrode to break.